Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient had been in and out of the hospital lately. When asked if the hospital stay was related to the pump, it was stated not the hospitalization from last week, but the hospitalization before was because his pump failed. The patient believed the pump was replaced in (B)(6) 2016. It was noted they started the patient out on a low dose with their new pump because they did not know how much was leaking into the patient's abdomen". It was stated that they were still working on increasing the patient's medication. No symptoms were reported and the event date was noted to be (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.